Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer reverted to manual injections. The customer reported in a follow up on (B)(6) 2017 that the pump was working successfully and required not further assistance with tandem¿s technical support.